Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the device was conducted during the investigation. One device was returned opened and unused. A visual examination noted a black, free floating single strand of fiber inside the sterile packaging. No other defects were noted in the packaging. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the packaging was visually inspected by quality control and no notable gaps in production or processing controls were identified. The risk specification for this product includes the failure mode for packaging not keeping the device sterile and bioburden on device due to environmental contamination and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device history record was reviewed and no non-conformances were noted with lot 7722541. A search of our complaint records indicates that this is the only complaint associated to the complaint lot 7722541. The complaint has been confirmed based on customer testimony and examination of the returned device. The root cause of this event is manufacturing related - foreign matter. Per the conclusion of the risk assessment for foreign matter, no risk mitigating activity is required at this time. We have notified the appropriate personnel and will continue to monitor for similar events.

Manufacturer narrative:
Procode: mjg. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during an inspection of the chiba biopsy needle which occurred prior to use, a hair was visible through the product packaging. The package was reportedly not used on a patient; accordingly, no patient adverse events occurred. The product has been received for evaluation; however, as of the date of this report, the investigation is still pending.